Event description:
It was reported to baxter (B) (4) that one ce infusor had overinfused during patient use. The expected infusion was 48 hours, however, the device infused in 29 hours. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. Upon receipt, the sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample and the flow rate was found to be within specifications. (B) (4)